Event description:
It was reported that the patient experienced increased pain, withdrawal symptoms, and nausea. The patient had heard his pump alarming every hour, and interrogation logs showed critical alarm events; motor stalls and recoveries; the last motor stall had not recovered; reset and low battery reset; safe state had occurred. The stopped pump may have exceeded tube set. The patient stated that the "pump had failed," the "battery had failed," and the battery was supposed to be "good" for another 13 months. The patient stated that his pump "did not work." The drug used within the system was dilaudid. No additional information was available at the time of this submission.

Event description:
Additional information was received and it was reported that the pump was still alarming. They silenced the alarm and programmed it to minimum rate mode, but the pump started alarming again minutes afterwards. The patient wanted the pump shut off. This had been going on for months and the patient had no intentions of having the pump removed. The pump currently had saline in it. Additional information was received and it was reported that the pump was permanently shut off.

Manufacturer narrative:
Product ID 8703, lot # j94142198, implanted: (B)(6) 1995, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).